Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient has lost a significant amount of weight. Surgical intervention was undertaken where the patient¿s ipg was explanted, a new pocket site was made on the opposite side and a new ipg was implanted at this new site. Postoperatively, effective therapy was reported.